Manufacturer narrative:
The device was functionally tested using a system 7500 esu. Testing found that the device functioned with no noticeable defects or abnormalities. Testing also observed that the argon beam produced by the device ejected in an axial direction outward form the tip. Inspection of the device found that the sheath showed signs of damage at the distal end (appeared to have been burnt or melted). A two-year lot history review shows this is the only complaint for this lot number and failure mode. Per the instructions for use advises the user; to use the lowest possible power setting on the conmed abc electrosurgical generator capable of achieving the desired surgical effects. Use the shortest effective abc activation time necessary. These devices should be inspected before use. Visually examine the devices for obvious physical damage and do not use if found: cracked, broken or otherwise distorted plastic parts; broken or significantly bent handle, shaft or connector contacts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported that during a partial nephrectomy the134006, argon beam handpiece tip of the probe lit on fire while firing the argon in the abdomen. The system 7550, the concomitant device, was reported as having unresolved issues prior to use. The procedure was completed without the use of the argon. There was no patient injury. This report is being raised on the basis of a malfunction with potential for injury upon recurrence.